Event description:
Complainant alleged that while testing the device on a simulator, the automated analyze / defibrillation function would not operate. Complainant indicated that there was no pt involvement in the reported failure.